Event description:
It was reported that the patient had an increase in right ventricular impedance from 600 to 1400 ohms and no capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.